Event description:
Event description guidant received information that this left ventricular lead was not successfully implanted. During the procedure, the lead did not pace and the impedance was measured as greater than 2000 ohms. The doctor is concerned there is a fracture and elected not to implant a left ventricular lead.